Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for suture knot tensile strength and the results obtained were above requirements.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on an unknown date and suture was used to close the fascia. The patient presented with a dehiscence and a large incisional hernia at 4-5 weeks post operative. No secondary surgery has been performed yet, but they plan to perform hernia surgery. The patient experienced peritonitis on an unknown date.